Event description:
A patient had reusable pins from a mayfield skull clamp applied and was sandwiched to the (B)(4) bed for a lumbar fusion. The patient was flipped to their stomach and when the head was rotated the head slipped. A 1/2 to 1 inch laceration occurred which required stapling. The patient recovered without further complications.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.